Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right inguinal hernia repair. He had revision surgery approximately 23 months after the initial surgery. During that time, the patient underwent an open repair without mesh due to a recurrent right inguinal hernia. Symptomatic recurrence of a right groin bulge. The patient experienced adhesions, cord/nerve scarring, mesh contractions, recurrence, and revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence, symptomatic recurrent right groin bulge, dense adhesions, cord/nerve scarring, mesh contractions, mesh retracted laterally and mesh was wrapped around the base of the spermatic cord. Post-operative patient treatment included revision and recurrence repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.